Event description:
It was reported that device related thrombus (drt) occurred. The patient was taking coumadin and aspirin pre-procedurally. The international normalized ratio (inr) at the time of lab draw was 2.5. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiography (tee) imaging was used interprocedurally. Venous access was obtained and 10,000units of heparin was administered intravenously prior to transseptal puncture being performed. A watchman fxd access system (was) and a 31mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa. The activated clotting time (act) result was therapeutic at 365 seconds. The closure device was deployed and subsequently implanted. A mobile, thread-like 2 inches in length drt was identified attached to the threaded insert of the closure device. The physician initiated aggrastat administration in bolus and drip format in response to the drt and the patient will continue heparinization overnight. The physicians plan to discharge the patient in 24 hours.